Event description:
It was reported that an increase in capture threshold was noted on the right atrial (ra) lead. There was no producible lead noise with isometric testing, and lead impedance was stable. No intervention was made at this time, and no patient symptoms were reported.

Event description:
New information indicated that programming changes were made. Loss of capture was noted on the lead. The patient experienced fatigue, chest heaviness, and palpitation. After the changes, the patient felt fine.